Event description:
It was reported that the patient had to replace 5 foley catheters in the past week due to the catheters clogging, hence it was unable to flush them. While removed the catheter, the end was completely clogged with sediment. For this reason customer skeptical that it was a product defect of any kind. Customer stated that it happened 5 times within one week. Stated only 3 patients but it happened twice on 2 different patients and none of them look overly sediment.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had to replace 5 foley catheters in the past week due to the catheters clogging, hence it was unable to flush them. While removed the catheter, the end was completely clogged with sediment. For this reason customer skeptical that it was a product defect of any kind. Customer stated that it happened 5 times within one week. Stated only 3 patients but it happened twice on 2 different patients and none of them look overly sediment.